Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for treatment. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.